Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. At the patient's 45 day follow up appointment, transesophageal echocardiography (tee) identified that the closure device was very proximal in position. The feet of the closure device were still in the laa, however, the physician felt the patient ran a risk of device embolization. The closure device was explanted from the patient with a 16 french sheath and a snare. The patient was discharged home the following day. The patient plans to return at the end of (B)(6) 2021 for another watchman implantation.